Manufacturer narrative:
Date adjacent level disease began is not known. 510k: this report is two (2) unknown pangea 6.0mm rods. Part and lot numbers are unknown; UDI number is unknown. Additional product codes: nkb, mni, mnh, kwq date of implant reported as unknown date in 2010 complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted on an unknown date in 2010 at an unknown hospital for degenerative disc disease at l4-l5 with pangea pedicle screw fixation system. On an unknown date, it was determined that the patient had developed adjacent level disc disease at l3-l4. On (B)(6) 2017 the patient returned to the operating room for removal of all pangea hardware, and revision to a competitor's lumbar spine fixation system from l3-l5. All of the removed pangea hardware was intact, with no allegation of malfunction. The patient was reportedly stable during and following the surgery. There was no surgical delay, and no reported patient harm. This report is for two (2) unknown pangea 6.0mm rods this is report 3 of 3 for (B)(4).